Event description:
Alarm 20 was reported by the customer during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Company technical support assisted the customer in attempting to load a new cartridge using the proper technique, but the cartridge alarm recurred, preventing the resumption of insulin therapy. The decision was made to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy during the interim. The pump was still under warranty, and technical support confirmed the shipping address for the replacement.